Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As no serial number was provided, we were not able to complete a device history record review. The root cause could not be determined. However, as a result of the investigation, it is believed that the reported event was caused by damage to the power supply board or damage to the image processing board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During a call with olympus technical assistance center (tac) personnel, the customer did note that the device was moved for cleaning overnight. Then went on to confirm that color bars would appear on the monitor; however, when a scope was installed, no image would be present. The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the high definition lcd monitor would not produce an image. There was no patient harm or consequence reported as a result of this event.